Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, the recipient experienced temporary dizziness due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
On (B)(6) 2024 the user sharply felt a decrease in hearing in the left ear, after 2-3 days a crackling/hissing noise was heard.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, the recipient experienced temporary dizziness due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
On (B)(6) 2024 the user felt a decrease in hearing in the left ear, after 2-3 days a crackling/hissing noise was heard. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had benefit until 2024, at which point sound became very quiet with the device. The next day a crackling noise appeared.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition the recipient experienced temporary dizziness due to undetermined reasons. Reportedly the dizziness was resolved after one month therefore a device related issue seems unlikely. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2024 the user felt a decrease in hearing in the left ear, after 2-3 days a crackling/hissing noise was heard. The recipient has been re-implanted.